Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse on behalf of the customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 403 mg/dl at the time of incident. The customer provides details on symptoms related to the high blood glucose level episodes such as headache. Customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was not using auto mode feature. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.